Event description:
During robotic myomectomy, while using the davinci endowrist instrument 8mm tenaculum forceps, the cable on the forcep snapped. The doctor states there was no harm to the patient and no piece of the cable was left behind. It is visualized attached to the instrument.